Event description:
The patient was implanted with a left ventricular assist device (lvad). The user facility report #(B)(4) received from the (B)(6) registry reported that the patient was admitted due to elevated lactate dehydrogenase (ldh). The patient's inr was 1.8 with dark urine and stated that she felt tired. The hospital administered bivalirudin infusion and tirofiban on the patient and held back on warfarin at the time. A trans-esophageal echocardiogram (tee) performed by the hospital showed evidence of fibrous material on the exterior of the lvad's inflow cannula. No other information was provided to the manufacturer.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.